Event description:
Related manufacturer reference number: 2017865-2023-36843. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and right ventricular leads exhibited high capture thresholds. The atrial and right ventricular leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.